Manufacturer narrative:
For all of the pending events: the investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results : 37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification. This product is currently under recall. Any future complaints will be reported by traditional MDR. Field h9 was updated.

Manufacturer narrative:
The investigations for all events are ongoing. The follow up actions for 1 event was: the field service engineer inspected all affected e801 modules and replaced the probes and cells. Flow path cleaning was performed. The device was not returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable high results elecsys ca 19-9 immunoassay were generated by the cobas e 801 modules. The events involved a total of 41 patients. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.